Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize/charge battery packs) was confirmed. As received, the charger/modem was unable to recognize and charge a battery pack. Upon evaluation, there was liquid contamination on the battery board. The cause of the inability to recognize and charge a battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A distributor contacted zoll to report that a patient's charger/modem would not recognize or charge a battery pack.